Event description:
It was reported that during an implant procedure, the blue end of the stylet "popped off" when steering the lead into it. No injuries were reported and the pt recovered without sequelae.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.